Manufacturer narrative:
Section b5: the known short to shield event was previously reported under MFR. Report #2916596-2018-03825. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation and a pump stoppage; however, a direct cause could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump operated above the low speed limit until (B)(6) 2019 at 8:11:16 am when the log file recorded low speed operation which progressed into a pump stoppage at 8:12:29 am. The patient was connected to their power module during this event. The patient disconnected from their power module and connected to batteries and the pump regained normal operation. This appeared consistent with the report that the patient temporarily connected to a grounded patient cable on the morning of (B)(6) 2019. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient with a short to shield was incorrectly placed on a grounded cable. The patient was placed on a ungrounded cable and the event resolved. Log file analysis noted low speed and a pump stoppage event on (B)(6) 2019. A transient external backup battery fault alarms that resolved on it own was noted on (B)(6) 2019. The account replaced the patient ebb due to upcoming expiration.